Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 1 year and 10 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had been doing well at home since the pump was implanted. On (B)(6) 2018, the patient reported fatigue for 24 hours. Pump parameters were lower than expected. The patient's lactate dehydrogenase (ldh) was slightly elevated at 282 u/l, international normalized ratio was 2.7, within the targeted range, brain natriuretic peptide blood test was slightly elevated, and complete blood count was within normal limits. On (B)(6) 2018, the patient called the vad team with the lvad system producing low flow alarms and was evaluated at the local hospital. Aside from the low flow alarms, the patient was asymptomatic. Continuous low flow alarms started to occur and the patient¿s spouse took the patient to the implanting hospital. Echocardiogram revealed the aortic valve was opening with every beat. The patient¿s pump was exchanged on (B)(6) 2018 for suspected thrombus.